Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2218-30, serial/lot: (B)(4) description:linear st lead, 30cm.

Event description:
A report was received that the patient underwent a lead revision due to pain at the loop of the leads and anchor site. The leads were unplugged from the ipg, re-tunneled and reconnected to the ipg.